Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported on intermittent occasions, that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the usb cable had to be wiggled around for the pump to start charging. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose (bg) levels ranged from 400's (mg/dl) to around 500 (mg/dl), which were addressed by charging the pump and delivering a bolus. In addition the customer reported trace ketones, that were addressed with insulin.